Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) tripped due to high rate non-sustained episodes and a high sensing integrity counter (sic). Oversensing was also noted. Follow up with the company representative indicated that reprogramming had been done. The lead remains in use. No patient complications have been reported as a result of this event.